Event description:
It was reported that the patient faced hypoglycemia event on (B)(6) 2026. The blood glucose level was low at the time of event and symptoms of nausea, treated via predation.

Manufacturer narrative:
Name- medtronic minimed. Street-18000 devonshire street. City- northridge. State- ca. Zip code- 91325. Zip four- 1219. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.